Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-13273. It was reported the patient experienced discomfort due to scar tissue. In turn, the lead was repositioned on (B)(6) 2021 to address the issue. Note: all of the patient's leads are being reported because it is unknown which lead is liable.